Event description:
The customer reported the following via medwatch (B)(4), received on (B)(4): a (B)(6) male with a medical history of htn, dm, valvular heart disease was transferred from an outside hospital on (B)(6) 2012 with the diagnosis of status post cardiac arrest, mi and carcinogenic shock. He underwent a cardiac catheterization which showed serve cad. The pt was administered IV pressor support. An iabp was inserted. Approximately eighteen minutes after returning to the ccu, the iabp stopped for one to two minutes. The iabp was replugged into the electrical outlet and a code was called. Efforts to resuscitate the pt were unsuccessful.

Manufacturer narrative:
The customer has quarantined the iabp, and has not allowed datascope to evaluate the iabp, or the battery that was in use at the time of the event. While we cannot speculate as to the cause of the reported short battery runtime reported without having an opportunity to evaluate the iabp or the battery, the customer's biomed has provided us with information related to preventive maintenance practices at the hospital that may be relevant to the event. At this facility, the entire pm/inspection/calibration is performed while the iabp is running on battery, and if no alarm occurs during this time, the iabp is considered to have passed the runtime test. The customer has been advised that we recommend that the preventive maintenance performed on their iabps include the full runtime test specified in the operating and service instructions, running the iabp until shutdown occurs. This will allow the facility to identify and replace any reduced capacity batteries that may be in use, and achieve maximum battery life. We have followed up with the customer to obtain their permission to evaluate the iabp and the battery involved in the event. If additional information becomes available we will provide it in a supplemental report. (B)(4).